Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The filter remains implanted and the delivery system was discarded by the user facility. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that an ivc filter did not open correctly. Reportedly, upon deployment, it was observed that several of the filter arms did not fully open. Multiple projections were performed and no twisting of the limbs could be observed. A snare was advanced through the same ij access and was used to manipulate and open the filter arms. During this manipulation attempt, the snare became caught on one of the filter anchors. The physician was able to free the snare from the filter anchor and use the snare to grasp the apex of the filter. The physician then pulled gently on the filter and the filter arms completely opened. The snare was then removed without incident. Despite manipulation, the filter was still located at the target implantation site. The patient was asymptomatic. No report of patient injury.